Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during a esclerosant injection procedure. According to the complainant, on unknown date, the patient underwent an esclerosant injection procedure due to an esophageal varices. After positioning at the lesion, the needle was unsheathed and the esclerosant was introduced through the needle. After the injection was complete, the needle was unable to be retracted into the sheath. The physician decided to remove the endoscope and the needle at the same time, in order to not damage the endoscope. The event was resolved, and the physician completed the procedure successfully with another same type device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. No further information was available from the physician, regarding the procedure or patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.